Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error message occurred during the procedure. A spiroflex angiojet thrombectomy set was selected for use for a coronary thrombectomy treatment procedure within an unknown vessel. The device was activated for six seconds and a check saline supply error message displayed. A different device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes, age at time of event, age at time of event (unit), patient sex: updated describe event or problem: additional information. (B)(6). Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically, tactile and visually inspected. Blood was present outside and inside the device and in the attached waste bag. There were no anomalies on the bag spike and/or spike line or the rest of the device. Functional testing was performed by placing the device in the angiojet console. The pump body was snug in the capture block. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any leaks, issues or alarms. The piston head was manually rotated and ran through priming with no issues or changes to the priming outcome. The od (outer diameter) of the piston rod (hex a) was within specification. The dimension of the hex e was within specification. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the target lesion was located in the right coronary artery (rca). The error message displayed during active aspiration inside the patient. A different device was used to complete the procedure with manual aspiration. The patient's status was stable.